Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. The analysis results found that the tlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap appendectomy the procedure was converted to an open colectomy before the device was used. During the open procedure, while transecting the colon the device was fired and the staples on the proximal side were fine. The staples on the distal side were loose and not on the tissue. The device did not staple the tissue, but there were b shaped staples formed. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.